Event description:
Additional information received 11-dec-2019 stating, "the catheter broke, but was not used on a patient."

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. There was no patient contact for this event. All information reasonably known as of 09-jan-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of (B)(6) 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. The device was not returned.

Event description:
Fill volume: 100 ml; flow rate: 2ml/hr; procedure: unknown; cathplace: unknown. It was reported the catheter broke during use. The user was unable to finish the injection due to the break. There was no reported injury.

Manufacturer narrative:
The device history record for the reported lot number, 0203005327, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One used silver soaker catheter was returned without the pump and their accessories. The sample catheter was then examined. The length of the catheter was measured starting just below the hub until the areas of bending and curvature. Approximately, 20cm and 29cm of the catheter exhibited multiple bending, stretching of catheter just below the hub. Upon closer inspection the bent appearance were seen approximately 20c and 29cm on the catheter before the markings on the catheter. The evaluation summary noted there was kinking, bending, stretching on the catheter. There was no breaking of the catheter. A root cause was not identified. All information reasonably known as of 19-mar-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.